Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The date of the event is unknown. The event involved a is 0.2 micron pediatric filter, rotating luer that the filter starts leaking (etoposide) or shows signs of cracking. It was further added that the leak occurs at the joint between the filter and the IV tubing. There was no report of patient involvement or an adverse event.